Event description:
Patient experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose results was 120 mg/dl on the meter and 80 mg/dl on the lab. Tests were done within 10 minutes with a difference of 40%. Patient did not experience any adverse events.